Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms or frozen screen noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and keypad anomaly. The customer's blood glucose was unknown at the time of incident. The customer also received power loss alarm. The insulin pump went blank but turned on after adjusting the battery cap. The customer also noticed a crack on its main body case from battery cover to the bottom corner. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.